Event description:
Info on a medical device registration form indicated that a coronary stent was successfully deployed at the target lesion site in the pt's right coronary artery. Following successful stent placement, the pt developed a spiral dissection distal. The pt became hemodynamically unstable and urgent coronary artery bypass graft surgery was performed. The surgery was successful and there were no add'l clinical sequelae reported relative to the event.